Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having an overfill concern. A review of the patient¿s treatment records identified that the patient drained 3931ml during drain 4 of the treatment. This drain volume is 187% the patient's prescribed fill volume of 2104ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: plant investigation: the actual device was returned for analysis. The reported complaint symptom (dv > 180% to 200% of fill volume) was not confirmed. The reported complaint symptom scale reading error warning was not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. The ¿go/ no go gauge¿ check passed. There were no discrepancies encountered in the internal inspection of the cycler. The device history record did not reveal any issues or problems related to the reported symptom code(s).